Manufacturer narrative:
Patient weight: asked but unavailable. Date of event: as the date of follow-up examination and identification of the endoleak and aneurysm enlargement is unknown, the event date has been estimated as the date of the initial procedure: (B)(6) 2011. Other relevant history, including preexisting medical conditions: asked but unavailable. Device information: the device lot/serial number was unavailable. Therefore device information remains unknown. Concomitant medical products and therapy dates: asked but unavailable. Device manufacture date: as the device lot/serial number is unavailable, the device manufacture date is unknown. (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2011 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date, a follow-up exam revealed a distal type I endoleak from the contralateral leg component located in the patient's right leg. Aneurysm enlargement (amount unknown) was also observed. There was no suspected cause for the type I endoleak. On (B)(6) 2021 the patient's right internal iliac artery was embolized as planned and an additional contralateral leg component and iliac extender component were used to extend the right limb down to the patient's right external iliac artery. The endoleak was resolved. There were no further reported issues. The patient tolerated the procedure.